Event description:
On (B)(6) 2010, an (B)(6) female underwent initial endovascular aortic repair with another manufacturer's device. After ballooning twice with another manufacturer's balloon device to reinforce a proximal seal due to a type I endoleak, a cook coda balloon was used. The patient's aorta ruptured. The patient was converted to an open procedure and died during the procedure. According to the physician, the coda balloon did not result in the patient's death as it was patient anatomy - they were aware of this when they went into the case.

Manufacturer narrative:
Lot number not provided by the reporter. Expiration date unknown as lot is unknown. Catalog # not provided by the reporter. (B)(4). Vessel rupture is addressed in the provident IFU. Death and perforation are not specifically addressed in the IFU. Perforation is not specifically addressed in the IFU. No product or images were returned to assist in the investigation. Each coda balloon is shipped with an IFU listing warnings, precautions, and instructions for use. Specifically, it warns that over inflation may result in damage and/or vessel rupture. It also states to ensure the markers on the balloon are inside the vascular prosthesis, if used in that application. Per the physician, the use of the complaint device did not result in the patient's death. The rupture was due to the patient's anatomy and the physician was well aware of the complications the anatomy presented. Regardless, the event will be trended as critical harm, death. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints.